Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer claims he was using the heating pad on his stomach. After an hour of use, he alleges that he noticed blisters on his stomach.

Manufacturer narrative:
There is an instruction that stated, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.